Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the recipient parent's noticed that the child was not reacting to sounds and name call with the device. Further proceedings are unknown.

Event description:
On (B)(6) 2025, the recipient parents noticed that the child was not reacting to sounds and name call with the device. Further proceeding's are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.